Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with afx devices in 2013. During a recent follow up CT, it was noted that the patient had an endoleak type iiia. There has been no additional information reported at the time of this report.

Event description:
Additional information was received on 2018-03-05. It was reported that the patient underwent a re-intervention on (B)(6) 2018 where the physician elected to implant two afx cuff.

Manufacturer narrative:
At the conclusion of the investigation, the reported type iiia endoleak complaint is refuted rather there is an evidence of type iiib of the supra renal cuff. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).